Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection for insulin therapy. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.